Event description:
A review of service data detected a reportable event. During servicing of electrode belt which was returned for routine maintenance, it was discovered that electrode belt had a defective cable from the distribution node to ECG b. The last patient to use this electrode belt did not report any problems with it.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The electrode belt was found to have a defective cable from ECG b to the distribution node. This caused the signal to be noisy and distorted when the cable was manipulated. The cable was reconditioned and the electrode belt was tested. Baseline evaluation was performed and the cardiac signal now appears normal. The cable was returned to stock. The root cause of this defect is unknown, but appeared to be caused by stretching of the cable due to patient use. No adverse event resulted from the faulty electrode belt.